Event description:
Information was received that additional reprogramming was performed on the device. The patient is stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of far-field r wave oversensing and automatic mode switch were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that episodes of crosstalk oversensing were observed on the device. The device was reprogrammed, but additional episodes were observed. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that additional reprogramming was performed to resolve the event.